Event description:
At about 11 years and 11 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully all components with competitor components.

Manufacturer narrative:
Batch review performed on 11-apr-2024. Lot 093009: (B)(4) items manufactured and released on 08-03-2020. Expiration date: 2015-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.